Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer will use multiple daily injections as a backup therapy.